Manufacturer narrative:
The customer reported complaint that the display screen of the autopulse platform (B)(6) was blank when the device was powered on was confirmed during visual inspection. The backlight of the lcd is normal, but the screen is blank and intermittent. The root cause of the reported complaint was a failed lc display. The lcd was replaced to remedy the complaint. The autopulse platform passed initial functional testing without any fault or error. After service, the autopulse platform was subjected to a run-in test. The platform passed without any fault or error. The autopulse platform passed the final testing without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during shift check, the display screen of the autopulse platform (B)(6) was blank when the device was powered on. It does not function properly. Due to the blank screen, the board cannot be controlled or functioned. No patient involvement.